Manufacturer narrative:
The sodium electrode lot number was fue72, with an expiration date of 15-dec-2026. Calibration data showed stability. Quality control data showed frequent outliers and systematic shifts. The field service engineer cleaned the dilution vessel, vacuum nozzle, and vacuum tubing. The sodium electrode was replaced. Ise checks, calibration, controls, and precision studies were run. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode on a cobas c 303 analytical unit. A doctor questioned the initial results. The initial results also failed laboratory delta checks. The samples were repeated on a second analyzer and these values were deemed correct. The first patient sample initially resulted in a sodium value of 139.5 mmol/l and it repeated as 129.9 mmol/l. The second patient sample initially resulted in a sodium value of 162.2 mmol/l and it repeated as 152.8 mmol/l.